Event description:
It was reported that during treatment the patient experienced diaphragmatic nerve paralysis, hypotension, and cardiac tamponade, resulting in a right cardiac bleed. During a cryoablation pulmonary vein isolation (pvi) procedure, a polarx catheter was selected for use. While treating the right lower pulmonary veins, diaphragmatic nerve paralysis was confirmed by palpation. The cooling was stopped by an emergency stop (double stop). As diaphragmatic nerve paralysis did not improve, treatment was changed to a non-boston scientific radio frequency (rf) catheter. The right lower and upper pulmonary veins were successfully isolated, completing the procedure. The patient's condition suddenly worsened, and blood pressure dropped immediately after leaving the room. The cause was investigated, cardiac tamponade was suspected, and pericardial drainage was performed. As blood pressure stabilized, the patient was again discharged from the room. Echocardiography confirmed that blood was leaking from the right cardiac side. The patient has been hospitalized and medication was prescribed. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.